Event description:
It was reported that shortly following the system implant procedure, the left ventricular (lv) lead exhibited loss of capture (loc). It was alleged the lv and the right ventricular (rv) lead had dislodged from the original implant location. The physician attempted to reposition the lv lead but it was unable to be repositioned and was subsequently explanted and replaced with a new lv lead. The physician was able to successfully reposition the rv lead, however, damage occurred to this device setscrew during the procedure. The physician elected to also explant and replace this device to resolve the event. The patient was stable with no additional adverse consequences. The device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection noted a hole in the rv seal plug seal and the rv set screw was missing which was returned stuck on the non-boston scientific hex wrench. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed the clinical observations were due to the use of the non-boston scientific hex wrench.

Event description:
It was reported that shortly following the system implant procedure, the left ventricular (lv) lead exhibited loss of capture (loc). It was alleged the lv and the right ventricular (rv) lead had dislodged from the original implant location. The physician attempted to reposition the lv lead but it was unable to be repositioned and was subsequently explanted and replaced with a new lv lead. The physician was able to successfully reposition the rv lead, however, damage occurred to this device setscrew during the procedure. The physician elected to also explant and replace this device to resolve the event. The patient was stable with no additional adverse consequences. The device is expected for analysis, but has not yet been received.

Manufacturer narrative:
(B)(4).